Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 418 mg/dl at the time of the incident. It was unknown that customer was using auto mode or not. Customer stated that she just ate and did not have enough insulin in insulin pump and had not treated customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.